Event description:
Patient undergoing laser lithotripsy through the laser retrieval basket. Removal of the basket revealed that a component of the basket had been torn. The basket was never free within the ureter. The basket was removed entirely through the scope. The basket was still functional and was closed prior to removal. Reapproximation of the ends of the wire was conducted by the urologist under direct visualization. No evidence of any missing pieces were determined. No other fractures were identified.